Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was positioned and the helix extended several times but the lead dislodged repeatedly. The lead was removed, inspected and appeared normal. The same lead was repositioned again in the body, helix extended and the lead dislodged again. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.